Event description:
Information received indicates there is no ground.

Manufacturer narrative:
The technician found the ground pin broken from the power cord plug and replaced the plug to repair the bed.